Event description:
It was reported to boston scientific corp on 2/23/07 that after the placement of an ultraflex stent system, the stent "deployed completely from the catheter, and did not expand". The physician used a boston scientific corporation's "cre balloon" in an attempt to expand the stent, but "when this also failed, they removed the damaged stent from the pt and performed the same procedure with another ultraflex stent. . Without any further problems." There were no reports of any pt complications.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints was conducted; no additional complaints have been recorded for the pertinent lot. The 2/07 15-month trend report for all complaint failure modes was reviewed; no adverse trends were noted.